Manufacturer narrative:
Customer contact reports no patient information available. Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported the unit had an error that results in a loss of mechanical ventilation. The patient was manually ventilated. There was no report of patient injury.